Manufacturer narrative:
The customer was provided a troubleshooting link via chat. In follow up with a complaint handler on (B)(6) 2019, the customer reported that the troubleshooting tips did not resolve the issue. The complaint handler responded on (B)(6) 2019, encouraging the customer to reach out to customer service via phone so that her issue could be appropriately addressed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via chat that the suction on her pump in style breast pump would suddenly increase intermittently, despite having completed troubleshooting on her own. She additionally alleged that when she was 4 weeks postpartum, she had mastitis while using this pump, for which she was prescribed antibiotics.